Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4181639, medical device expiration date: 2019-08-31, device manufacture date: 2014-11-11. Medical device lot #: 4181641, medical device expiration date: 2019-09-30, device manufacture date: 2014-11-11. Medical device lot #: 4181640, medical device expiration date: 2019-09-30, device manufacture date: 2014-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a particle was found in a 19 g x 1 1/2 in. Bd nokor¿ filter needle before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary qn review: no notifications were written for these batches, nor for the associated assembly batches. DHR review: batch 4181639 ¿ assembly batch 4181680 had 77 visual inspections performed on 4,000 parts with zero defects noted. Cleaning was performed nine times during the production of this batch. Assembly batch 4218694 had 51 visual inspections performed on 2,700 parts with zero defects noted. Cleaning was performed six times during the production of this batch. Batch 4181640 ¿ assembly batch 4218694 had 51 visual inspections performed on 2,700 parts with zero defects noted. Cleaning was performed six times during the production of this batch. Batch 4181641 ¿ assembly batch 4218694 had 51 visual inspections performed on 2,700 parts with zero defects noted. Cleaning was performed six times during the production of this batch. All cleaning was performed per (B)(4). Investigation conclusion investigation results: unable to complete; no samples or photos were provided. Root cause description possible root cause: unable to determine without samples or photos. Rationale if corrective/preventative action not required, provide rationale: defect has not been confirmed. No CAPA will be initiated at this time.